Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Advancer disengaged from feedbar. Additional information: was the surgeon able to visualize a clip fed into the jaws prior to firing the device? ---the information was not provided from the hospital. Was there any torquing or twisting of the device present at the time of firing? ---the information was not provided from the hospital. Was any unexpected resistance felt while firing the trigger? ---the information was not provided from the hospital. Were any unexpected noises heard? If so, when? ---the information was not provided from the hospital. Did anything unexpected happen prior to this incident? ---no. Did somebody other than the primary surgeon fire the instrument? If so, whom? ---the information was not provided from the hospital. Was there a recent conversion to ees devices in this account or with this surgeon? ---the information was not provided from the hospital. The analysis results found that the el5ml device was returned in good visual condition with two clips in the jaws. The clips were removed in order to test the device for functionality. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and a double feed incident was noted; the device did not locked out as intended and the orange indicator did not show up. Please note the indicator wheel failure is not related to the reported event. In order to evaluate the condition of the internal components of the device, it was disassembled and the advancer was found to be disengaged from the feedbar. No conclusion could be reach as to what may have caused the advancer incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy, the clip was not fed into the jaws after the device was inserted into the patient via a trocar. The device was removed from the patient. Then two clips were fed into the jaws at a time when the device was tested functionality out of the patient. Another device was used to complete the case. There were no adverse consequences to the patient.